Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 9 months post implant of this 29mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 34mm transcatheter valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was moderate aortic regurgitation. If information is provided in the future, a supplemental report will be issued.